Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d product brand name, model number, catalog number and product UDI were corrected/updated. Box h- problem code grid, remedial action init and recall (z) number were updated. Device evaluation information was received on 04/23/2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was zero error code found. The third-party service center concludes that there was no visible foam degradation. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.